Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for partially detached teflon pad. The teflon pad was found deformed and partially detached from the jaw, exposing metal underneath the pad. There was no damage to the probe.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a salpingectomy procedure, the teflon pad partially detached from the jaw but did not fall into the patient. There was no reported patient injury or any other device fragment fallen into the patient. It was reported that the itm software to monitor the device was turned off at the time. The procedure was completed with another similar device.